Event description:
It was reported that an asymptomatic patient presented to clinic for follow up. Device interrogation revealed high capture threshold on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was stable before, during, and after the procedure.